Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." If add'l pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: the facility indicated that about one month ago they had one valve that leaked with a cad pump. The drug they were infusing on this occasion was 5fu.